Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, system error 345 was unable to be reproduced. A review of the event history log revealed a ec345 message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined the upper thermistor was out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) .this occurred during testing at the biomed service. There was no patient involvement. No additional information is available.